Event description:
A malfunction was reported on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issue arises again.